Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
T was reported that the subject device showed a red circle, similar to a laser pointer, approximately a few millimeters in size, appearing on the endoscope image displayed on the monitor. The issue was found during setup/inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.